Event description:
The complainant reported that during a lithotripsy procedure, while trying to capture a stone in a zero tip nitinol stone retrieval basket, it was observed that one of the wires on the basket was broken. It is not known if the wire breakage was caused by the stone size, or the amount of pressure applied to the basket. The procedure was completed with a different stone retrieval device. No pt injuries or complications were reported.

Manufacturer narrative:
This device has not yet been received; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.